Manufacturer narrative:
(B)(4). The customer reported multiple symptoms occurring with this device (red x with chirping, failure to power up, critical device error, failing opcheck, not recognizing pads, failure to discharge). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported multiple symptoms occurring with this device (red x with chirping, failure to power up, critical device error, failing opcheck, not recognizing pads, failure to discharge).